Event description:
It was reported that the right atrial lead exhibited over sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Only the connector portion of the lead was returned. The lead passed continuity test but failed the insulation test, due to the inner coil being over-torque at the connector region.